Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Device interrogation revealed auto mode switch episodes due to noise on the atrial lead. The noise could be reproduced with arm movement. The device was reprogrammed resolving the issue. The patient would continue to be monitored.